Event description:
It was reported by customer that needle was leaking from the yellow butterfly part. Additional information received 9/15/2023: it was reported that 2 patients had infusa port accessed and placement was checked. When the saline was injected, it immediately came out through the yellows butterfly portion of the port needle. Port needle was immediately removed. This happened on 2 separate patients and were accessed by 2 different nurses. No harm reported. It was reported this occurred with 2 patients. This report addresses the second patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be supplier related. The products returned for evaluation were two 20ga x 0.75¿ powerloc infusion sets. An attempt to infuse both infusion sets with water using a 12ml syringe revealed leaks from the needle shaft. Both infusion set needles swiveled easily within the housing and were removed from the housing with little resistance. Microscopic inspection of both needle shafts revealed the bottom of the needle shaft did not have complete adhesive coverage. The lack of adhesive coverage likely occurred during device manufacture. The investigation has been forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that needle was leaking from the yellow butterfly part. Additional information received (B)(6) 2023: it was reported that 2 patients had infusa port accessed and placement was checked. When the saline was injected, it immediately came out through the yellows butterfly portion of the port needle. Port needle was immediately removed. This happened on 2 separate patients and were accessed by 2 different nurses. No harm reported. It was reported this occurred with 2 patients. This report addresses the second patient.